Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d4 (primary unique device identification (UDI) number), d8, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, it was found the e218 error code (scope malfunction error). Based on the result of the investigation, the events could have occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. A definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event 1/2. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for an unspecified therapeutic procedure.

Manufacturer narrative:
E1: establish name update due to character limit: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex video scope image was not displayed when connected to the main unit. The reported issue occurred during an unspecified therapeutic procedure. The intended procedure was completed. There were no reports of patient harm.